Event description:
The customer contact reported a separation. The tubing was being used to deliver an unspecified tpn solution. After an unspecified length of time in use, the pt's father noticed the tubing separated from the "t" connector and notified the nurse. The nurse clamped the tubing. The customer contact reported the tubing was replaced in "a couple of minutes" and the therapy was resumed. The customer contact reported the pt's condition was stable. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).